Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 243mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk.